Event description:
It was reported that the patient presented at the emergency room. Upon interrogation, it was noted that the right ventricular lead exhibited high defibrillation impedance. Programming changes were made. The patient was in stable coniditon.